Event description:
According to the information there was a malfunction. According to the available information this inflatable penile prosthesis was revised in 2006 due to a malfunction. Information received indicated that the cylinder was damaged with a needle during explant. Additional information indicated that the patient used in prosthesis prior to the complete healing resulting in corporal tear.